Event description:
It was reported that the pump shut off unexpectedly and that the pump was displaying incorrect screens. The customer connected the pump to a power source, but the pump did not turn on. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.